Event description:
One year following intraocular lens implant surgery, a patient is complianing of seeing a star pattern when looking at lights. The surgeon does not know the cause of these symptoms.